Event description:
It was reported the pt was implanted six weeks ago and has had great coverage. On (B)(6) 2012 the pt reported she no longer has stimulation in her neck. It was also reported that x-rays confirmed the leads had migrated down. It is reported the pt was referred to her dr for paddle placement.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.